Manufacturer narrative:
This report was initially submitted following notification from a customer in italy of obtaining discrepant results (potential false negative result) with the product vidas® sars-cov-2 igg (ref (B)(4), batch 1008423440, expiry date 17-nov-2021) compared to other methods with four (4) patient samples from different patients. An internal biomérieux investigation was performed. The customer returned the following frozen samples for the investigation: patient a: ID (B)(6) (volume 550l ). Patient b: ID (B)(6) (volume 700l). Patient d: ID (B)(6) (volume 600l). ID 214397800 sent by mistake instead of the actual sample for patient c (volume 550l). Investigation the analysis of quality control records for vidas sars-cov-2 igg ref. (B)(4) lot 1008423440 showed no anomaly during the manufacturing, control and packaging processes. The complaint laboratory analyzed the results of 4 internal samples (target : 0.48 - 1.68 - 1.34 and 1.75 tv) on 7 different batches of vidas sars-cov-2 igg ref. (B)(4) including customer's lot 1008423440. The analysis of the control charts showed that all results are within specifications; results using the customer¿s lot were consistent with the other lots. They also tested 3 internal samples [2 positive samples (targets: 1.75 and 1.54 tv) and 1 negative sample (target 0.65 tv)] and the samples returned by the customer on retain kit vidas sars -cov-2 igg ref. (B)(4) customer's lot 1008423440. Internal samples results are within their expected specifications and interpretations. The customer¿s negative (index < 1.00 negative) results for patients a, b, and d were reproduced. It was also confirmed that ID (B)(6) is not patient c. The customer's samples (patients a, b and d) were tested on retain kit vidas sars-cov-2 igm ref. (B)(4), lot 1008141730. Negative (index <1.00 negative) results for the patients were reproduced. The investigator was unable to test ¿patient c¿s¿ sample as the customer submitted an alternate sample ID, by mistake. The complaint laboratory then tested the customer's samples (patients a, b and d) using competitor method -euroimmun elisa antisars-cov-2 igg ref. (B)(4). This design of this test is based on the detection of antibodies against spike protein (s). For vidas sars cov-2 assays, the target is rbd which is part of spike protein s. All customer's samples gave negative interpretation (index <0.8 interpretation negative) using this method. The r&d characterization department conducted additional testing. An in-house western blot testing (with internal raw material and external nucleocapsid antigen) was performed on the patient's samples a, b and d. For patient a: presence of human antibodies against nucleocapsid with a very high immune-reactivity for igg and a lower intensity for igm. Presence of human igg antibodies against rbd igg with an immune-reactivity lower than an internal sample with a target below the positive threshold of vidas sars cov-2 igg. The patient has mainly igg antibodies against nucleocapsid and against rbd in a lower proportion. This profile could explain the different observed results : negative result for vidas sars cov-2 igg (target = rbd). Equivocal for beckman sars cov-2 igg method (target = rbd). Negative for euro immun anti sars-cov-2 igg method (target= spike protein). Positive for cobas anti-sars-cov-2 ab method (target= nucleocapsid). For patient b: presence of human antibodies against nucleocapsid with a very high immune-reactivity for igg and a lower intensity for igm and iga. Presence of human igg antibodies against rbd and iga antibodies against rbd with an immune-reactivity with a target close to the positive threshold of vidas sars cov-2 igg. The patient has mainly igg antibodies against nucleocapsid and against rbd. This profile could explain the different results observed: negative just below the positive threshold for vidas sars cov-2 igg (target = rbd). Positive for beckman sars cov-2 igg method (target rbd). Negative for euro immun anti sars-cov-2 igg method (target= spike). Positive for cobas anti-sars-cov-2 ab method (target= nucleocapsid). Patient d: presence of human antibodies against nucleocapsid with a very high immune-reactivity for igg and a lower intensity for igm. Presence of human igg antibodies against rbd with an immune-reactivity lower than an internal sample with a target below the positive threshold of vidas sars cov-2 igg. Presence of human igm antibodies against rbd and iga antibodies against rbd with an immune-reactivity very low. The patient has mainly igg antibodies against nucleocapsid and against rbd in lower proportion.this profile could explain the different observed results : negative for vidas sars cov-2 igg (target = rbd). Negative for euro immun anti sars-cov-2 igg method (target= spike protein). Positive for cobas anti-sars-cov-2 ab method (target= nucleocapsid). Root cause analysis and conclusion the complaint laboratory reproduced the customer's negative results for patient a, b and d on vidas sars-cov-2 igg and vidas sars-cov-2 igm. All of the customer's samples also gave a negative interpretation using the competitor method euroimmun elisa anti-sars-cov-2 igg ref. (B)(4). According to the investigation, the results observed by the customer could be due to the sample profile itself with mainly presence of igg antibodies against nucleocapsid and igg antibodies against rbd in a lower proportion, probably close to the positive threshold of vidas sars cov-2 igg method ref. (B)(4). The vidas sars cov-2 igg package insert (ref.(B)(4)) includes the following information: ¿limitations of the test¿. The individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably. According to investigation outcomes, there is no reconsideration of the performance of vidas sars cov-2 igg ref. 423834 batch 1008423440 to its expectations.

Event description:
A customer in (B)(6) notified biomérieux of obtaining discrepant results (potential false negative result) with the product vidas® sars-cov-2 igg (ref 423834, batch 1008423440, expiry date 17-nov-2021) compared to other methods with four (4) patient samples from different patients. The customer stated that four (4) patients samples were tested with several methods, the results were as follows: - patient a: * cobas: results igm and igg = 34.05 u/ml (positive interpretation), * minividas: result igm = 0.26 (negative interpretation), result igg = 0.87 (negative interpretation), * beckmann igg 10.6 ua/ml (equivocal interpretation). - patient b: * cobas: results igm and igg = 60.01 u/ml (positive interpretation) * minividas: result igm = 0.36 (negative interpretation), result = igg 0.83 (negative interpretation), * beckmann: result igg = 37.0 ua/ml (positive interpretation). - patient c: * cobas: results igm and igg = 53.65 u/ml (positive interpretation), * minividas: resut igm = 0.18 (negative interpretation), result igg = 0.75 (negative interpretation), * other method chemilunescence: result igg = 10.69 (positive interpretation) (>10.00 positive), result igm: 0.34 ua/ml (negative interpretation) (> 1.00 positive). - patient d: * cobas: results igm and igg = 105.9 u/ml (positive interpretation), * minividas: result igm = 0.62 (negative interpretation), result igg = 0.35 (negative interpretation), * beckmann: result igg = not reported (positive interpretation). The customer stated that the patients had previously had covid-19 and the the serological tests were conducted to find out if they possessed post-pathology antibody coverage. The customer confirmed no patient impact and no delayed results. A biomérieux internal investigation has been initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.